Event description:
The tip of a 1.25 mm x 150mm synthes guidewire cat #900.721 broke off in patient bone during procedure. The tip was left in per surgeon who decided best patient care to leave tip of guidewire in place. No harm to the patient.